Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus button was unresponsive. The patient was reportedly blind and stated that he was unable to see the screen and uses the audio bolus button to bolus. It was also noted that the patient was using the bolus button at night and that he did have someone to assist him with the pump. The issue reportedly started 2 days ago. There was reportedly no sound emitted when the bolus button was pressed. The patient denied that the settings were changed on the pump. It was noted that the patient wore the pump in a pump skin on the outside of his clothing and did not clean the pump. The patient denied cleaning the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the keypad was noted to be fully intact as well as the audio bolus button. On testing, all of the keypad buttons, including the audio bolus button were responsive with normal spring back and click. The keypad cover was removed for investigation and there was no evidence of contamination of the keypad button contacts. Investigation was unable to duplicate the complaint.